Event description:
It was reported that the bd insulin syringe with the bd ultra-fine¿ needle leaks during use. The following information was provided by the initial reporter: product leaks during use.

Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time. H3 other text : see h.10.

Event description:
Material#: 328438 lot#: unknown. It was reported by the customer that product leaks during use. Verbatim: product leaks during use.